Manufacturer narrative:
Philips service replaced the disk in the flexvision pc, and the system booted but returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot during testing, and the disk was replaced in the flexvision pc on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.